Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2018, patient underwent bard powerport clearvue isp implantable port placement procedure for unknown medical condition. About sometime after port placement procedure, patient was developed with unspecified infection. Reportedly, patient expired due to septic shock.

Event description:
On (B)(6) 2018, patient underwent bard powerport clearvue isp implantable port placement procedure for unknown medical condition. About sometime after port placement procedure, patient was developed with unspecified infection. Reportedly, patient expired due to septic shock.

Manufacturer narrative:
H11: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. Manufacturing review: a manufacturing review was not requested as the lot number is unknown. Investigation summary: the device was not returned for evaluation. No photos/videos or medical records were provided. The investigation is inconclusive for the reported infection, septic shock, and death as no objective evidence has been provided to confirm or characterize these events. Based on the complaint investigation and evaluation of the reported event, a causal relationship between the device, infection and death could not be established. No device failures or root causes could be identified based on the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.